Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A nurse reported that the patient experienced a shocking sensation that the patient has never had before as of about two weeks prior to date notified. It was stated that when they walked through their neighbor's property on neutral ground there was an electric fence for a dog, and the patient felt a zapping sensation from the device. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.